Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor during a supply change, observed insulin leakage inside the ilet pump, cleaned the leakage, verified the cartridge was not cracked, performed a restart and dry run, and then completed a successful supply change using a new cartridge, after which insulin delivery resumed and the restart malfunction was resolved. Investigation of this case revealed a mechanical problem consistent with a mechanical problem identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.